Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported a defective connector resulted in chemo leakage during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
D9 - date returned to mfg 12 aug 2024. Investigation summary: received one (1) used. List #142560488 primary plum set attached to a bag spike adapter with spiros and an extension tubing along with a syringe attached to a needle. As received no damage or anomalies were observed. The set was leak tested per specification. A leak was observed at the juncture between the incoming tube and the primary port. Further inspection of the bonding site under uv light showed inconsistent solvent at the juncture area. The complaint of leakage can be confirmed. The probable cause of the leak is due to an error in the solvent application process in costa rica. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.